Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms and a lead safety switch (lss) was triggered. The lead was checked, and it was decided to program pacing and sensing polarity at monopolar. The patient will be followed by remote monitoring. This lead currently remains in service. No adverse patient effects were reported.